Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-april-2024, it was reported by the patient that he was hospitalized due to hyperglycemia and suspected cause was occlusion. Last 12 hours the infusion set was in use. High blood glucose level was 700 mg/dl. High blood glucose level was treated by IV and fluids of saline and insulin. No further information was available.